Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the patient developed a hole in the silicone tubing, at the end of the adapter. Catheter was placed 6/16/09, and transfer set and adapter changed on (B)(6) 2010. Patient required prophylactic antibiotics.